Event description:
It was reported that there was a loss of therapeutic effect. The patient had a return of symptom on the day of report. She had no bowel movement since implant on (B)(6) 2015. It was noted that the patient was on program 3 at 1.2 and the patient stated that 1.4 was too high. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0t4w4, implanted: (B)(6) 2015, product type: lead.